Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: wound dehiscence.

Event description:
Reported via nbir right side right side reoperation reasons noted as the following event(s): wound problem, change shape/size/style . The device is explanted.